Event description:
The user facility reported in 2007 that the pt neck was being flexed for posterior cervical fusion when the pins slipped. The head was in the surgeons hands, so there was limited consequences. The pt incurred an approximate 5cm laceration which was closed by staples.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident. Correspondence should be sent to: integra lifesciences corporation.